Event description:
It was reported that the device was explanted after an implant duration of approximately 14.1 months. Through the operative report, it was learned that the device was explanted due to dehiscence and mitral regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Major pump unit(s) involved: blood pump; flows down.specific component(s) involved: inflow graft malfunction/malposition.intervention(s): repositioning of cannula.type: both (in the same or visit).

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), a copy of the operative report was received. A device history record review is in process.